Manufacturer narrative:
Facility experienced an event with endopath* disposable surgical trocar while performing a lap tubal ligation. The product complaint analysis team has completed its investigation of the devie which was returned to co with product inquiry #974101. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, closed and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the visual examination and functional testing the instrument was found to be conforming. Both the inner and outer gaskets were in position. No conclusion could be reached as to how the reported inner "gasket from the 355l dislodged and fell into the pt" during surgery occurred. Co reviews each incident as it occurs in an effort to continuoulsy improve the products and processes.

Event description:
It was reported the device was used during a laparoscopic tubal ligation procedure. It was reported the gasket from the 355l dislodged and fell into the pt. The gasket was retrieved laparoscopically without difficulty. There was no consequence to the pt.